Manufacturer narrative:
Concomitant product(s): a 10800175, 60ml bd syringe; etco2 disposable. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the user set up a continuous pca morphine infusion (30ml in a 60ml bd syringe) to infuse at 3.5ml/hr. And prior to set up the user removed the pharmacy label from the syringe. When loading the syringe, the device read 17.4 ml without an option for a 60ml monoject syringe. Despite the discrepancy, the user continued with the programming. At 7am, the user reported that 6 ml of morphine was remaining. The customer stated prior to initiating the programming, which was verified by 3 nurses ¿12.4 mg should be remaining.¿ it was noted that around the same time as the user was setting up the new syringe there was a time change (day light savings weekend) that occurred on the device. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was neither confirmed nor replicated, however if a 30 or 35ml syringe was selected during programming with an actual 50 or 60ml syringe used, then the device would infuse more than expected based on the device¿s calculations. A 60ml bd syringe was the syringe returned for investigation and is the size reported to have been used for the reported infusion. However, the pcu event log shows that a 30ml ims syringe and a 35ml monoject syringe were selected for use multiple times and not a 60ml bd syringe. Functional testing resulted in the returned pca module passing the barrel clamp, plunger force and plunger position accuracy tests. Functional testing also showed that the device was able to recognize the returned syringe and give the option to select either a bd plastipak 50/60ml or monoject 60ml syringe when the returned syringe was loaded into the suspect pca module. The root cause of the reported overinfusion was not identified.